Manufacturer narrative:
(B)(4). One hydraulic pump of the confidence kit, no needles (product code: (B)(4)) was returned to the complaints handling unit (chu) for evaluation a review of the DHR could not be performed as no lot numbers were provided. No emerging trends were found requiring further actions. Functional analysis of the hydraulic pump revealed that the when pressurized the water is leaking from the rectus connector of the pump. No observable damage could be identified during visual examination. The rectus connection was taken apart and no immediate observable damages were found on the tube, casing or o-rings. A possible root cause could be an improper fitting between the tube and the rectus end, as the o-rings seems to be in good condition. It was decided that this will be considered as an isolated incident, as this has never occurred in the past and will be investigated if this type of event were to reoccur. No systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Hydraulic pump defect.

Manufacturer narrative:
(B)(4). One hydraulic pump of the confidence kit, no needles (product code: 2839-13-000) was returned to the complaints handling unit (chu) for evaluation a review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. Functional analysis of the hydraulic pump revealed that the when pressurized the water is leaking from the rectus connector of the pump. No observable damage could be identified during visual examination. The rectus connection was taken apart and no immediate observable damages were found on the tube, casing or o-rings. A possible root cause could be an improper fitting between the tube and the rectus end, as the o-rings seems to be in good condition. It was decided that this will be considered as an isolated incident, as this has never occurred in the past and will be investigated if this type of event were to reoccur. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required.